Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on two patient emergency department samples and considered discordant when compared to repeat testing. The customer's standard procedure is to repeat all initially positive results. The initially discordant results were not reported. There was no known report of adverse health consequences due to the discordant troponin ultra cp result.

Manufacturer narrative:
The cause for the initially discordant positive results when compared to repeat test results is unknown. There were no system errors at the time of the discordant results, system maintenance was up-to-date and quality control was acceptable. The customer performed a low end precision study below analytical sensitivity and when extrapolated indicates the %cv to be acceptable. No conclusion can be drawn.